Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Ref mfrs report(s): 30006524618-2012-00649.

Event description:
During setup for a surgical procedure the pt was placed under general anesthesia. The physician attempted to utilize the ablate function on an unk arthrowand, however, the settings on the coblator ii surgery system were stuck on zero and could not be changed. The physician ultimately switched to a monopolar bovie pencil to complete the procedure. No pt complications were reported as a result of this event.